Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿ (specific value was not provided)-164 mg/dl. Customer consumed glucose syrup to address bg. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.